Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not charge the pump battery, and the pump shutdown overnight which caused the customer to experience a blood glucose (bg) level of 567 mg/dl. The customer administered a manual injection, charged the pump battery and resumed insulin delivery to address bg level.